Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no indication of a lot-specific product issue. Based on information reviewed and without the device to analyze, a cause for the reported unintended movement in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was prepped per the instructions for use and was inserted without issues. The clip was attempted to be deployed, but opened to roughly 30 degrees when establishing final arm angle (efaa). Troubleshooting was performed, but the issue continue to occur. The physician stated that the lock mechanism worked as intended; therefore, the clip was deployed. Although the clip opened to roughly 30 degrees, the clip remained stable on the leaflets. Mr was reduced to a grade of 3. No additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.